Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the air valve came off as the nurse was preparing to administer the chemotherapy infusion. When she went to open the air valve the entire valve popped out. Chemotherapy spill on pump, pole and surrounding floor area. No intervention required for the patient and all exposed were wearing ppe. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). End user confirmed no sample available. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.